Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) doctor interventionist, hackensack medical center, contacted about a patient they received from st. Barnabas med ctr, livingston, nj. A mega, 50cc, iab was femorally inserted, and was giving intermittent catheter restriction lines. Someone from st. Barnabas had contacted the esp support group for the same issue, and doctor was asking for other possible causes for the alarm. Doctor confirmed that the iab was in the the correct position via x-ray , nor was the iab folded over. There was no visible sign of discoloration in the gas line tubing no restriction. Customer stated the patient was not moving leg to restrict the gas lumen, and there were no other alarms noted. Customer stated the iabp would work fine until it did not. Confirmed that the iab was zeroed, and waveforms were good when working properly.the level was good. It was suggested to swap out iabp's which was done, then he informed me via text, nothing worked, and the iab was pulled. The iab was not saved. This report is for the iabp that alarmed, the iab catheter used in this event is being reported separately. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had restriction on iab catheter or tubing. Someone from (B)(6) had contacted the esp support group for the same issue, and dr. (B)(6) was asking for other possible causes for the alarm. He confirmed that the iab was in the correct position via x-ray , nor was the iab folded over. There was no visible sign of discoloration in the gas line tubing no restriction. He said the patient was not moving leg to restrict the gas lumen, and there were no other alarms noted. He stated the iabp would work fine until it did not. He confirmed that the iab was zeroed, and waveforms were good when working properly. He level was good. I suggested swapping out iabp's which was done, then he informed me via text, nothing worked, and the iab was pulled. The iab was not saved. No harm to patient was indicated.

Event description:
N/a.